Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic visit non sustained ventricular oversensing due to far p wave oversensing was observed. The device was reprogrammed. The patient condition was stable.

Event description:
New information received states that the patient presented in clinic for follow up when non-sustained ventricular oversensing due to crosstalk was observed. Programming changes were recommended. Patient condition was stable.